Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The caller observed a bent infusion set cannula. The caller stated that the customer had changed the insertion site the night prior. The customer treated with a bolus and her blood glucose was in the 400 mg/dl range, leading up to the no delivery alarm. The customer treated with a manual injection and lowered the blood glucose to 71 mg/dl. The customer later experienced a high blood glucose of 525 mg/dl, and the insulin pump did not alarm no delivery. She was treated with a manual injection again. The customer's most recent blood glucose was 273 mg/dl. The customer complained of malaise and fatigue. Upon troubleshooting, the insulin pump passed the high pressure test. The caller was advised to change the entire infusion set, reservoir, and insulin, to treat per the doctor's instruction, to see the doctor regarding high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.